Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a hand-assisted laparoscopic colectomy, the surgeon was working the mesentery of the colon and bleeding was noted. The amount of blood loss was not provided by the site contact. Suturing was used to control the bleeding. There was no reported patient injury.